Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as reported, during a peripheral procedure, a cxi support catheter's tip separated while putting it on the wire. The device did not make patient contact. Another same type device was used to complete the procedure successfully. The patient did not require any additional procedures or experience any adverse effects due to this occurrence. Investigation evaluation: reviews of the instructions for use (IFU), manufacturing instructions, and quality control procedures were conducted during the investigation. The complaint device was not returned to cook for investigation. Cook could not complete a review of the device history record (DHR) or the complaint history due to a lack of lot information from the facility. Cook reviewed the sales history for this customer and could not identify a complaint lot. Cook reviewed the instructions for use (IFU) which states ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Information from previous complaint investigations provides evidence that the complaint device was not manufactured to specification; however, this cannot be definitively determined at this time. Based on the information provided and the results of the investigation, cook has concluded that a manufacturing deficiency likely caused this incident. A sales report found lots the customer ordered that were cited in a previous field action response (far); however, the far concluded that no field action was necessary. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E3 - occupation: lab manager. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a peripheral procedure, a cxi support catheter's tip separated while putting it on the wire. The device did not make patient contact. Another same type device was used to complete the procedure successfully. The patient did not require any additional procedures or experience any adverse effects due to this occurrence.